Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative reported that the customer was not alleging a malfunction of the iabp. No repairs were made to the iabp and the iabp remained in clinical use.

Event description:
The customer reported that after 3 days of intra-aortic balloon pump (iabp) therapy, an unusual waveform of arterial pressure was displayed. It was noted that there was no error message on the iabp monitor and pumping was conducted normally during therapy. The customer switched to the transducer to take arterial pressure from the patient¿s arm to continue therapy. The customer noted that there was still an unusual waveform with the transducer. No patient injury was reported.